Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia event coincident with peritoneal dialysis (pd) therapy. The cause of the event not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event and patient outcome were not reported. Action taken with pd therapy was not reported. No additional information is available.